Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating rv (right ventricular) undersensing information. On (B)(6) 2016, rv undersensing observed in save to disk episode. Concomitant medical products: ddbb1d1 ICD implanted: (B)(6) 2016; 507645 lead, implanted: (B)(6) 2016.

Event description:
It was reported that, one day post implant, the right ventricular (rv) lead exhibited undersensing. There were loss of ventricular senses after detection the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.